Manufacturer narrative:
The implants did not return for evaluation. The root cause of the infection is unknown. If additional information is received, a supplemental report will be submitted.

Event description:
A (B)(6) male underwent a posterior fixation surgery at t10-pelvis. One year postop, radiographs revealed an osseoscrew at t10-t11 had pulled out. A revision surgery was performed on (B)(6) 2021. During surgery, the surgeon noted the patient had developed an infection which caused the construct to become loose resulting in the osseoscrew to pull out. All implants were removed due to the infection. The left t10 osseoscrew was found to be bent and fractured at the expansion region. The left t10 distal tip, right t11 distal tip, and t12 left distal tip were unable to be retrieved. The patient will need to undergo another surgery in order to stabilize his spine.